Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 48.7-49.8cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. A fracture of the inner coil was noted at 45.2cm from the distal tip. This fracture is consistent with the field observations of noise and inappropriate therapy.

Event description:
It was reported that the patient received multiple inappropriate high voltage therapies due to noise. Lead fracture was suspected. The lead was explanted and replaced. There were no complications.